Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown over the implant site exposing the receiver/stimulator. On (B)(6) 2015 the patient underwent revision surgery to have the device repositioned and skin flap repaired. The implanted device remains.